Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed properly during testing and during self test. No tone anomalies noted. Unit received with severely scratched lcd window, keypad overlay texture damage, cracked keypad at select button, faded serial number label, cracked case(battery tube), cracked case, cracked retainer and scratched around casing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s battery compartment was cracked. They also reported that the insulin pump had once stopped and did not alarm. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.